Event description:
The facility reported an infusion pump with a failure code of 313. The event was reported to have occurred during patient therapy in the birthing center. Patient therapy was interrupted as a result of this failure. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
Following angioplasty, the device was advanced to the lesion in the basilar artery without issue. The physician was unable to deploy the stent and removed the device from the patient. Once the device had been removed, it was noted that the stent had partially deployed from the catheter. There was no clinical consequence to the patient.

Manufacturer narrative:
There is a CAPA (corrective and preventive action) investigation currently open to investigate this issue; (B)(4). (B)(4).

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed but could not duplicate the customer reported condition of "failure code of 313" which caused an interruption of therapy. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Event description:
Reporter alleged the pt received a discrepant blood glucose result of 33 mg/dl back to back with a result of 177 mg/dl on the inform system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.